Manufacturer narrative:
Additional information h6 and h10: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a concurrent flow during therapy at the oncology department (medication, dose, programmed amount and delivery rate unknown). The device was set up to run a secondary infusion using a primary intravenous (IV) administrative set. The positioning of the secondary infusion IV bag was placed on the IV pole, higher than the primary infusion IV bag, and the infusion pump was programmed to run secondary infusion but the infusion was being pulled from both the primary IV bag and from the secondary IV bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.